Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was rep reported patient(pt) had been having some issues with the ins. Caller stated that if the stimulation was turned off, pt could still feel the tingling sensation, and pt had also been having really bad knee pains; worried they were related. Pt was also on the call and said the issue started maybe a month ago. Caller mentioned they hadn't turned stimulationon for like a week now, and when they charged the implant 3-4 days ago, they noticed the battery was draining faster than normal, even while left 'off.' Pt was redirected to their healthcare provider (hcp) to further address the issue.